Event description:
Corail neck fracture (etched on neck).

Manufacturer narrative:
A recall was performed in 2004 concerning corail amt stems. The reference s concerned by this recall were the following : (B)(4). The batches concerned by this recall were : all batches less than (B)(4). This recall was performed because the concerning parts were laser etched on the neck and subsequently there were a risk of fracture of the stem. The reference / batch involved in the current complaint ((B)(4)) is part of the batches concerned by the recall. As a consequence, the root cause of the neck fracture is the etching located on the neck. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.